Event description:
It was reported that the 9900 system locked up and would not recall images properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The failure was confirmed. The software was reloaded during the service call. The system was tested and found to be working as intended and put back into service.